Manufacturer narrative:
(B)(4).

Event description:
Patient was implant bilaterally at the l5 level with two drg trial leads of the same lot number. It was reported that during the drg trial lead implant procedure high impedance was observed for one of the leads. It was noted that troubleshooting was done to no avail. Consequently, patient was taken back into surgery that same day were the lead was removed and replaced with the same model lead.